Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was delayed in responsiveness. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a belt on a clip and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad response issues.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and contrast keypad button was found to be intermittently unresponsive. There was evidence of contamination found under the up arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.